Event description:
It was reported that the unspecified bd¿ phaseal optima injector experienced flow issues. The following information was provided by the initial reporter: customer reported yesterday that they have had several incidents where the bd optima injector, when attached to a syringe, will not infuse into an IV bag via the smartsite port. They have a connector attached to the smartsite port.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device including flow rate verification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. See h1.0.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ phaseal optima injector experienced flow issues. The following information was provided by the initial reporter: customer reported yesterday that they have had several incidents where the bd optima injector, when attached to a syringe, will not infuse into an IV bag via the smartsite port. They have a connector attached to the smartsite port.